Event description:
Patient reported right side lymph nodes are swollen, scar tissue and really thick at the edge of the implant, very scaly rash, axilla under the arm itches, lump, breast cancer prior to having breast implant and textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side the lymph nodes are swollen, the outer edge of the right side they can feel scar tissue and it is really thick on at the edge of the implant, the right side has a very scaly rash, and the right side axilla under the arm itches.

Event description:
Patient reported right side lymph nodes are swollen, scar tissue and really thick at the edge of the implant, very scaly rash, axilla under the arm itches, lump, breast cancer prior to having breast implant and textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.